Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("devices were misplaced") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("severe pelvic pain") and menstruation irregular ("irregular menstruation"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain and menstruation irregular had resolved. The reporter considered device dislocation, pelvic pain and menstruation irregular to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was detected that devices were misplaced (seen as device dislocation). A hysterectomy with bilateral salpingo-oophorectomy was performed to remove micro-inserts around 5 years after insertion. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented device dislocation followed by surgical removal of device. Given the nature of event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and device dislocation ("devices were misplaced / malposition of essure device location of device/ migration of essure device location of device") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included left lower quadrant pain and body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacteria vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and weight decreased ("weight loss"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), decreased appetite ("decreased activity r/t pain. Loss of appetite") and vulvovaginal pain ("vaginal pain"). The patient was treated with cyclobenzaprine, ibuprofen (motrin), paracetamol (tylenol regular), oxycodone, surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, hormone level abnormal, bacterial vaginosis, vaginal discharge, decreased appetite and vulvovaginal pain outcome was unknown and the device dislocation, pelvic pain, menstruation irregular, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue and weight decreased had resolved. The reporter considered bacterial vaginosis, decreased appetite, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: ptc global number 2017-002018 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), hormonal changes, bacteria vaginosis, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, perforation (fallopian tube(s)), vaginal discharge, weight loss, decreased activity r/t pain. Loss of appetite, abdominal pain, vaginal pain" were added. New reporter were added. Lab data was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and device dislocation ("devices were misplaced / malposition of essure device location of device/ migration of essure device location of device:partly outside of fallopian tubes") in a 28-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: zyrtec and flonase. Past adverse reactions to the above products included hypersensitivity with flonase and zyrtec. Concurrent conditions included left lower quadrant pain and body mass index normal. Concomitant products included cetirizine hydrochloride (zyrtec) and fluticasone propionate (flonase). In 2010, the patient experienced hormone level abnormal ("hormonal changes") and bacterial vaginosis ("bacteria vaginosis"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain / pain"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss / lost 15 pounds"), decreased appetite ("decreased activity r/t pain. Loss of appetite") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with cyclobenzaprine, ibuprofen (motrin), paracetamol (tylenol regular), oxycodone,surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, hormone level abnormal, bacterial vaginosis, vaginal discharge, decreased appetite and vulvovaginal pain outcome was unknown and the device dislocation, pelvic pain, menstruation irregular, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue and weight decreased had resolved. The reporter considered bacterial vaginosis, decreased appetite, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and device dislocation ("devices were misplaced / malposition of essure device location of device/ migration of essure device location of device:partly outside of fallopian tubes") in a 28-year-old female patient who had essure (batch no. 725762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: zyrtec and flonase. Past adverse reactions to the above products included hypersensitivity with flonase and zyrtec. Concurrent conditions included left lower quadrant pain and body mass index normal. Concomitant products included cetirizine hydrochloride (zyrtec) and fluticasone propionate (flonase). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced hormone level abnormal ("hormonal changes") and bacterial vaginosis ("bacteria vaginosis"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain / pain"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss / lost 15 pounds"), decreased appetite ("decreased activity r/t pain. Loss of appetite") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with cyclobenzaprine, ibuprofen (motrin), paracetamol (tylenol regular), oxycodone, surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, hormone level abnormal, bacterial vaginosis, vaginal discharge, decreased appetite and vulvovaginal pain outcome was unknown and the device dislocation, pelvic pain, menstruation irregular, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue and weight decreased had resolved. The reporter considered bacterial vaginosis, decreased appetite, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information was added. Lot number added. Insertion date updated for suspect drug. Concomitant drug, lab data were added. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation (fallopian tube(s))") and device dislocation ("devices were misplaced / malposition of essure device location of device/ migration of essure device location of device:partly outside of fallopian tubes") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ovarian cyst. Previously administered products included for an unreported indication: zyrtec and flonase. Past adverse reactions to the above products included hypersensitivity with flonase and zyrtec. Concurrent conditions included left lower quadrant pain and body mass index normal. In 2010, the patient experienced hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacteria vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("severe pelvic pain / pain"), menstruation irregular ("irregular menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss") and decreased appetite ("decreased activity r/t pain. Loss of appetite"). On (B)(6) 2015, 5 years 3 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal pain ("vaginal pain"). The patient was treated with cyclobenzaprine, ibuprofen (motrin), paracetamol (tylenol regular), oxycodone, surgery (hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, vaginal haemorrhage, hormone level abnormal, bacterial vaginosis, vaginal discharge, decreased appetite and vulvovaginal pain outcome was unknown and the device dislocation, pelvic pain, menstruation irregular, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue and weight decreased had resolved. The reporter considered bacterial vaginosis, decreased appetite, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was detected that devices were misplaced (seen as device dislocation). A hysterectomy with bilateral salpingo-oophorectomy was performed to remove micro-inserts around 5 years after insertion. The event reported is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, consumer presented device dislocation followed by surgical removal of device. Given the nature of event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.